Manufacturer narrative:
Based on the user facility information, non-resorbable material from the device was left un-retrieved in the patient's body the user facility confirmed that the involved device is not available for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of samples from the last three lots of the same product code that were shipped to the user facility. Inspection and testing of the samples found no defects or anomalies and confirmed that product performance specifications were met. Based upon the available information, there is no evidence that indicates this event was related to a defect or malfunction of the guidewire device. Although the cause of the reported separation of the distal portion of the device cannot be definitively determined based on the available information, the event description is most consistent with the user attempting to withdraw the guide wire through the entry needle, the wire catching on the needle bevel, and then, the distal tip of the coil wire becoming separated after sufficient force had been applied in the proximal direction. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." (B)(4).

Event description:
The user facility reported that the guide wire became damaged during a procedure in the right radial artery. Follow-up communication confirmed: (1) the guidewire had been inserted into the radial artery but would not advance; (2) then, the physician reported encountering resistance as he attempted to remove the guidewire; (3) upon withdrawal it was noted that the tip of the guide wire had become detached; (4) the detached distal portion of the guide wire was located in the radial artery; (5) the physician made the decision to leave the detached material un-retrieved to avoid "risking damaging/occluding the artery;" and (6) the patients circulation was determined to be "good" even though the patient has reported pain in the right radial artery.